Event description:
The customer reported that the pt death occurred though no allegation was made regarding philips products or their potential contribution to the incident.

Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred though no allegation was made regarding philips products or their potential contribution to the incident. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.